Manufacturer narrative:
(B)(4). Date of event: publication year of 2001. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
It was reported via journal article: title: harmonic scalpel: initial experience. Author : anil bhan, mch, shiv kumar choudhary, mch, manuj saikia, ms, rajesh sharma, mch, panangipalli venugopal, mch. Citation: asian cardiovasc thorac ann 2001;9:3-6. This retrospective study aimed to present early experience with the ultrasonic harmonic scalpel (hs) (ethicon) in coronary artery bypass grafting (CABG) as an alternative to electrocautery for arterial harvesting. From august 1998 to february 1999, a total of 160 patients (n=80 from electrocautery group, group 2; n=80 from the hs group, group 1, with mean age of 56.3 years [range 35 to 72 years]) undergoing CABG were included in the study. The hs was used to harvest arterial conduits (78 left imas, 14 right imas, and 42 radial arteries). Complaints included excessive bleeding from the suprasternal vein (n=1). The patient was required to undergo reoperation due to the event. The data in this study presented that the hs could be a useful tool in CABG. With the possibility of superior conduits harvested with this device, improved patency of such grafts is anticipated.